Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that the vertek arm would not tighten. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and replace the articulating arm. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
The vertek arm for the navigation system was returned to the manufacturer for evaluation. It was reported that the handle on the arm was locked. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.